Event description:
User went to get out of wheelchair to move to the toilet, and the chair moved because the left brake no longer works - she fell and was knocked out. She went to the doctor the next day with her caregiver and was told she had a concussion. The user called back to state that she went to the ER and had to take an x-ray. The doctor looked at her swiftly and said she had a concussion, but that's it. No tests or direction what to do about it. States that she was sitting on her toilet seat, and her toilet seat snapped, and she went to go grab the wheelchair to catch herself, but it moved because the left brake does not work, and she fell and lost consciousness for maybe 10-15 minutes. She had her phone and called someone to come help her up back in her wheelchair.

Event description:
The device involved with this event was inspected by compass health brands on 1/28/2019: the device was found to have been opened with heavy use. The left brake assembly was found to have one of the bolts that acts as a pivot snap off. The bolt snapped at the metal plate that connects to the frame, which had resulted in the left side brake not to function. The right side brake has the same bolt that broke off coming loose on the left side (can tighten/loosen with your hand). The right side brake was found to still function properly, but with prolonged use, the bolt may have fallen off. The event was reported as having occurred due to the device's left brake no longer working, per this RMA inspection, additional defects were identified: rusted anti-tippers, left side brake lever that contacts the left is heavily worn, lower backrest eyelets are zip tied to the frame, front left caster wheel bearing has more than normal resistance to spin, & the plastic u shaped frame holders are wearing out the seat fabric. The original malfunction was able to be confirmed.